Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, one (1) false susceptible result to antibiotics isoniazid and ethambutol for a mycobacterium tuberculosis strain was obtained. The sample was then sent to the (B)(6) center and retested. The retesting resulted in a resistant result to antibiotics isoniazid and ethambutol. It was noted that the erroneous result was reported to the clinician and the patient received six months of tuberculosis treatment including isoniazid, rifampicin, and ethambutol. No additional information on the patient impact was available.

Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123 investigation summary: mgit 960 sire supplement kit batch 4184768 is composed of mgit 960 sire supplement batch 4116704, mgit 960 streptomycin batch 4137168, mgit 960 isoniazid batch 4116698, mgit 960 rifampin batch 4116699 and mgit 960 ethambutol batch 4137179. The batch history record review for the kit batch was satisfactory and no notifications were generated. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). The batch history record review for isoniazid batch 4116698 and ethambutol batch 4137179 were satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and lyophilization processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed; there is one other complaint taken on kit batch 4184768 for isoniazid performance and one other complaint taken on kit batch 4184768 for ethambutol performance. Retention samples maintained for this product include the individual components. At the time of this investigation the components for this kit configuration were not available as this complaint was opened passed the expiry of the kit. However the ethambutol and isoniazid retentions had been tested in previous investigations for other complaints. The retentions were performance tested and all performance testing was satisfactory per qc procedure and antibiotic susceptibility. Growth controls had satisfactory growth and uninoculated controls had no detection in the instrument for the duration of testing. The potency of the ethambutol and isoniazid antibiotic were satisfactory per qc procedures and in accordance with the certificate of analysis. One photo was provided; the photo shows a bactec mgit report sheet. Conclusions on performance cannot be drawn from photos. No returns were provided for this investigation. This complaint cannot be confirmed for a performance defect, retention sample testing was satisfactory. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for defects.